Event description:
Abbott diabetes care received a medwatch report (mw5184391) which reported the following information pertaining to an abbott diabetes care (adc) device: an erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer reported to receive an unspecified adc device scan results described as "readings were all over the place". Subsequently, the customer reported a "signal loss and never came back online" and was unable to obtain glucose readings. The customer then noticed bruising at the sensor insertion site and decided to remove the sensor which eventually resulted to bleeding. It was reported that the customer had contact with a healthcare professional (hcp), however did not specify any treatment provided. Furthermore, the customer reported additional adc devices used that did not work after days of use. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report (mw5184391) and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Reference reports: mw5184388, mw5184389, mw5184390, mw5184392, mw5184393, mw5184394.